Manufacturer narrative:
Investigation summary: a mz5303 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the extension set. Further information was not available to assist the investigation. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18065742 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz5303 product. Root cause description: DHR: pr lot model qty qn/deviation mfg date (B)(4) 18065742 mz5303 24,000 none 8-jun-18.

Event description:
It was reported that the pressure rated ext set, IV connector was clogged/blocked/occluded. The following information was provided by the initial reporter: the customer reported occlusion was found. No further information was provided. No health hazard to patient was reported. This event is not reportable in (B)(6).